Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the failure of the image sensor unit, defect of the circuit board inside the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the event occurred during inspection before use. The type of intended procedure was requested, but was unable to be provided. It was unknown if a delay was caused from the suggested phenomenon. It was further reported that the intended procedure was completed - however, it was not known if this or another device was utilized to complete the procedure.

Event description:
The company representative on behalf of the customer reported, the endoeye flex deflectable videoscope exhibited no image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was not confirmed. There were few additional findings. Due to damage on insertion pipe, insulation resistance value does not meet the standard value. The adhesive part of the bending section cover was chipped. Video connector case was deformed and the label was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.